Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2020, product type catheter section d information references the main component of the system. Section d information references the main component of the system. Other relevant device(s) are: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2020, ubd: 2022-10-26, UDI#: (B)(4), product type catheter h3. Analysis of the pump identified damage to the septum that resulted in a leak. The septum had excessive damage (leaks) and, due to this excessive damage, analysis was unable to meet test conditions for dispense testing the pump. There were excessive scratches consistent with needle skids on the top shield. The fill septum also had damage consistent with excessive needle punctures and near edging of the septum was an area of damage that leaks. Analysis of the catheter identified damage to the sutureless connector, which was consistent with explant damage. Pump interrogation upon receipt indicated that the pump was delivering bupivacaine 14.402 mg/day and dilaudid (hydromorphone) 3.0003mg/day. H6. Device code a16 and annex f code f15 are not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the cause of the redness and discharge at the pump site was still unknown. The cause of the inability to aspirate the catheter access port (cap) remained unknown. In regards to the event resolution, the patient had an explant and the rep had not received any further updates from the physician.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver bupivacaine 36mg/ml and hydromorphone 7.5mg/ml. Dose information was unknown. It was reported that, "over the past five months or so", the patient was having some intermittent redness at the pump site and, after refills, it would discharge fluid from the refill needle puncture for a bit. At a refill procedure on (B)(6) 2025, the hcp attempted to aspirate from the catheter access port (cap), but was unable to do so. The patient went for surgery on (B)(6) 2025 and, at that time, the hcp decided to remove the pump and catheter. They put a wound vacuum assisted closure (vac) device on the patient with plan to reimplant in the future. After explant, the hcp tried to aspirate the contents of the pump reservoir but could not aspirate. Per the rep, "it seemed like the negative pressure wasn't there and they only got air out but there was supposed to be 10ml in the pump. The patient's weight was asked but was unknown. The pump would be returned for analysis. Additional information received on 2025-02-28 indicated that that the they were unable to pull any medication from the pump, "just air" and the negative pressure m echanism was in question.